Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, battery information could not be obtained from the pulse generator. Based on previous longevity estimates, the battery was approaching depletion. Right ventricular output was set to a static value and the atrial lead was disabled. Further device interrogation was unsuccessful. It was explanted and replaced on (B)(6) 2015.